Event description:
A caller reported a pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reoccurred, and they acknowledged and understood these instructions.